Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that during implantation of an intraocular lens (iol) a plunger did not stop completely and continued to move slowly even when the speed control lever was released. When trying to pull out the plunger quickly, the lens was not completely released, so the lens which had entered the eye for a moment was also pulled out along with the plunger. The surgery was performed and completed after replacing the product with another one. The product is not available because it was used on a patient with an infection and discarded. Additional information was requested.